Manufacturer narrative:
Device received with high stop current due to connector voltage leak on interface board.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family reported via phone call that they experienced high blood glucose and insulin pump had blank display. The customer¿s blood glucose level was 553 mg/dl. Customer also reported other relevant blood glucose was 548 mg/dl, 513 mg/dl, 505 mg/dl, 400 mg/dl. The customer was treated with insulin pump and manual injection. Customer states that insulin pump had low battery alarm. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.